Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- moisture behind the display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: during investigation, moisture was observed on the display screen inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. The returned battery cap was observed to be undamaged and able to securely fit to the pump. A leak test was performed and a leak was identified at the battery compartment and at a crack in the pump casing between the keypad and pump seal. The pump cover was removed and moisture corrosion was found on the continuous glucose monitoring module and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.